Event description:
The facility is complaining of electrocardiogram artifact during three lead monitoring. The electrocardiogram trace allegedly went off the screen and took several mins to recover. There were no adverse effects to the pt as a result of the reported event.